Event description:
It was reported that this was a venotomy closure of a left common femoral vein using the pre-close technique via a 10fr sheath hole prior to an interventional cardiac ablation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with a prostyle device. The suture of two new prostyle devices were successfully pre-placed. A greater than 8.5fr sheath was used and the cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.